Event description:
Clinical report states patient was revised to address pain, stiffness, and loosening of the acetabular cup.

Manufacturer narrative:
Update recv'd 02/27/2014 - patient's medical records were received. Records indicate upon revision the patient had osteolysis and granulomata seen with particulate debris found in the hip. The patient's femoral head and liner are being added to the complaint. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Clinical report states patient was revised to address pain, stiffness, and loosening of the acetabular cup. Doi (B)(6) 2005 - dor (B)(6) 2013 (right hip). Update recv'd 02/27/2014 - patient's medical records were received. Records indicate upon revision the patient had osteolysis and granulomata seen with particulate debris found in the hip. The patient's femoral head and liner are being added to the complaint. The devices associated with this report were not returned. A previous review of the device history records for lot code 1835668 did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records and x-rays were received and reviewed by a medical professional. With the limited amount of information provided, it cannot be determined that the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.